Event description:
The customer contacted baxter healthcare to report broken cryocyte freezing container. The customer indicated that the cryocyte container was taken from the freezer and placed into a cooler with coolpacks to maintain the container in the vapor phase. The container was then delivered to the intended patient's bedside. The cryocyte was found to be broken when the cooler was opened. The customer indicated that there was no patient impact because there were other containers available to complete the intended dose.

Manufacturer narrative:
(B) (4). The sample availability is unknown at this time. If the sample becomes available for evaluation, a follow-up report will be submitted once the evaluation is complete.